Event description:
It was reported that after eating and announcing the meal late, the user experienced elevated blood glucose that rose to 283 mg/dl and lingered before trending down, and the user expressed concern that the ilet algorithm was not performing as expected and requested a tweak. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.